Manufacturer narrative:
(B)(4).

Event description:
Device #1 of 2: reference MFR. Report: 16274870-2015-26520. It was reported the patient was no longer receiving effective stimulation. X-rays were taken and showed lead migration. The patient underwent surgical intervention on (B)(6) 2015 to remove and replace both leads which resolved the issue. This report was originally submitted on 10/01/2015 under MFR report # 1627487-yyyy-1627651. The filing is hereby resubmitted to reflect the appropriate MFR report number.